Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The out of box wheelchair's right caster and fork assembly was not allowing the chair to move freely.